Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter in the tube. Six tubes had this issue. The following information was provided by the initial reporter: junk in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for black fm in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter in the tube. Six tubes had this issue. The following information was provided by the initial reporter: junk in the tube.